Event description:
It was reported that a user experienced intermittent signal loss between a dexcom g7 sensor and the ilet, occurring frequently at night and temporarily resolving during the call after connectivity returned. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to daily activities and no medical intervention. Investigation included user troubleshooting guidance to restart the ilet and toggle the cgm sensor connection. Investigation of this case revealed that the signal loss was transient and self-resolved during the interaction. It was concluded that the device communicated appropriately after basic troubleshooting advice and no patient harm occurred.